Event description:
Customer reported a hospitalization due to diabetic ketoacidosis. The blood glucose reading is 190 mg/dl. Customer stated the insulin pump alarmed button error. The blood glucose reading at the time of the event was over 860 mg/dl. Customer was vomiting and did not feel well. Customer passed out in shower. Customer was taken to the hospital. Advised customer that the insulin pump will be replaced.

Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. Unable to perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. Cracked case near display window corners and cracked reservoir tube lip noted visual inspection.